Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports testing 440 mg/dl on the performa system; based on this result she injected insulin glargine. Approximately 6 hours later she tested her blood sugar again and received a similar result to 440 mg/dl. Based on the unspecified result she injected 30 units of glargine instead of 20 units. Less than 5 minutes later the customer became severely hypoglycemic and fainted. The customer's daughter tested her and obtained a result of 43 mg/dl on the performa system. Thirty minutes later the customer arrived at the hospital and was treated with a glucose IV. She was admitted to the hospital for one day. The customer is now stable and at home. Requested return of suspect device and replacement was sent.